Event description:
It was reported that during a routine follow up, the atrial lead exhibited oversensing. The lead was explanted and replaced. There were no adverse consequences and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.